Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cerebrospinal fluid did not flow at all despite the condition of positive pressure (increased intracranial pressure) in the situations such as getting up from bed. There was no change even after treatments such as performing a pressure level change. The explanation that the function was only under negative pressure for the delta chamber had been made, but the customer asked if there was any possibility of functioning under positive pressure from the view of this case. The device was replaced, and the patient's status was alive- no injury.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements of the magnetic flux test, reflux, and siphon. The valve did not meet the requirements for leak, pressure-flow, and preimplantation testing. The valve did not meet the requirements for leak testing due to damage to the casing of the inlet connector and a tear in the casing of the delta chamber. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ proteinaceous debris was observed on the exterior and interior of the valve. The instructions for use cautions, ¿the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ for the performance of the delta chamber, the instructions for use states: ¿the delta chamber minimizes the excessive reduction of intraventricular pressure and volume due to excessive drainage of csf, which may be caused by the siphoning effect of negative hydrostatic pressure of the distal catheter. The siphon effect is dependent on the vertical length of the fluid column, between inlet and outlet, of the particular shunt system. Thus, the siphon effect is a phenomenon that may be created by the elevation of the ventricular catheter with respect to the distal catheter (i.e., when the patient sits, stands, or is held erect). ¿ placement location of the delta chamber and csf-flow control valve will have an impact on overall shunt performance. The foramen of monro and the tip of the ventricular catheter are established zero level reference points for intracranial pressure monitoring. Placement of the delta chamber and csf-flow control valve above these reference points will result in an overall increase in the resistance to flow of the shunt system, with potential shunt underdrainage. Placement of the delta chamber and csf-flow control valve below these reference points will result in an overall decrease in the resistance to flow of the shunt s ystem, with potential overdrainage.¿ all valves are 100% tested at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.